Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had a twitch down her arm and to her fingers. The atrial lead could not capture during threshold check and was unable to get a sensing value. There was a lot of noise on the atrial egm and the lead was oversensing. Mode switch was reprogrammed off and the sensing of the atrial lead changed to bipolar. The generator has moved to under the patient's arm. The lead and the device remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had a twitch down her arm and to her fingers. The atrial lead could not capture during threshold check and was unable to get a sensing value. There was a lot of noise on the atrial egm and the lead was oversensing. Mode switch was reprogrammed off and the sensing of the atrial lead changed to bipolar. The generator has moved to under the patient's arm. The lead and the device remain in use. No patient complications have been reported as a result of this event. (B)(6) 2011 it was found during follow up on if the lead was replaced that the patient had expired before the lead could be replaced. The exact details of the patient death and the date of death have been requested and not yet received. No complaints or allegations have directly linked the device system to the death at this time.